Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: part returned d11: additional concomitant devices reported. H3, h4, h6: device history lot a review of the receiving inspection (ri) for verse poly driver, shaft was conducted identifying that lot number nn133398 was released in a single batch. Batch1: lot qty of (B)(4) units were released on (B)(6) 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Investigation summary background: x25 drive has worn out. Noticed during cleaning procedure. No surgery impact. No patient impact. This complaint involves eight (8) devices. Investigation flow: visual visual inspection: verse poly driver, shaft (part# 299704155, lot# nn133398, qty# 1) was received at us cq. Upon visual inspection at cq, it is observed that the distal tip of the device was slightly worn. The condition of the device is consistent as an end of life indicator for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Complaint was confirmed. Investigation conclusion: the complaint was confirmed during investigation. After a visual inspection per guidance, it is determined that the reusable instrument device is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventative action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, that several x25 drives were found to be worn out during a cleaning procedure. There was no impact to a surgery. There was no patient impact. This report involves one (1) expedium verse spine system polyaxial driver, shaft. This is report 5 of 8 for (B)(4).